Manufacturer narrative:
The lot number etched on the part was the non-sterile number p205030 which was manufactured by (B)(4) on april 1, 2015. Initial reporter hospital contact number: (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the non-sterile version of this part was conducted with results as follows: article 498.800.01 was manufactured in the us with lot number p205030. Manufacturing location: (B)(4) - manufacturing date: april 1, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The date of awareness was reported in error as march 8, 2016 on the initial medwatch. Updated information confirmed that the correct aware date for the event was march 15, 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per updated information, the elbow replacement device mentioned was a non-synthes device.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: visual inspection found the cable to be broken. Visual inspection also captured that the cable was frayed in areas. Dimensional inspection of the cables found the diameter to measure consistent with manufacturing specifications. A device history record review was conducted and found that the device met specification prior to shipping. The manufacture date of this device is february 2015. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 to treat a distal humeral fracture sustained after an elbow joint replacement (date unknown). During the revision surgery, an unknown metaphyseal plate was implanted. The cerclage cable used to fix the fractured humerus tore out after approximately 30kg of the tension was applied to it as the surgeon was turning the fluted knob on the cable tensioner to reach the desired tension. The surgeon commented that the cerclage cable received an abnormal tension load due to the incorrect positioning of the cable tensioner. The surgery was extended for five minutes due to the event. There was no reported patient harm. This report is 1 of 1 for (B)(4).